Event description:
Rn was about to prime inotuzumab with non-spinning spiros and chemolock. Rn attached spiros to end of primary tubing and spiros cracked. Chemo was not yet attached so rn restarted with another spiros. A patient was not involved in this event. This is all the information available.